Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: thrombosis resulting in a mi requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, the pt received a xience v stent in the 2nd obtuse marginal, at another facility. The pt returned to a sister facility at about 2 months later, experiencing chest pain and an mi. Angiography was performed and sub acute thrombosis had formed inside the xience v stent implant. An attempt was made to balloon the thrombosis; however, was unsuccessful and distal flow could not be established. No further treatment was attempted except for medication. The pt is reported to be stable. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. The pt effects of stent thrombosis, angina and mi, as noted in the xience v IFU, are known potential adverse events associated with coronary stenting procedures and are not necessarily an indication of a product quality deficiency. In this case, the angina and mi were likely secondary effects of the thrombosis, which was successfully treated with medication. Although there is no indication of a product quality deficiency, a definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.